Event description:
Customer reported via phone call to have received a no delivery alarm due to cannula not going under the skin. Customer also reported that there was moisture at the o-ring in the reservoir compartment due to reservoir leaking. Troubleshooting was already done on reservoir.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.